Event description:
Related manufacturing ref: 3008452825-2022-00601. During a supraventricular tachycardia procedure, high impedance was noted which caused a delay in the procedure. The catheter displayed a high impedance value. The catheter was exchanged which did not resolve the issue. A third catheter was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported impedance issue and subsequent delay remain unknown.